Manufacturer narrative:
This issue has been designated as a malfunction of the device and is considered MDR reportable as the defective optic was noted during the implant procedure. The iol needed to be removed from the patient's eye, and the incision was enlarged in order to explant the lens. The customer indicated that they intend to return the product for evaluation. Return of product is pending, and when product is returned an evaluation will be conducted. After the evaluation is completed, a follow-up report will be submitted to FDA.

Event description:
This issue was reported by physician as "the lens arrived damaged and the optic had what looked like shark bites on it." This issue on the optic was noted during the implant procedure. The iol needed to be removed from the patient's eye, and incision enlarged in order to explant the lens.

Manufacturer narrative:
The purpose of the follow-up report #1 is to provide additional information regarding device evaluation findings completed after the initial report was filed. This device evaluation was conducted by (B)(6), hoya qa. Device evaluation details: the lens was ejected out from the injector tip. The lens had a bite shape broken on it. Trace of lubricant was found inside the injector tip and on the lens. The rod was separated from the injector body. Result of investigation revealed no abnormalities that were found in production and inspection records of the product. The exact root cause was not ascertained. Device evaluated by manufacturer? No corrected to yes and evaluated.

Event description:
This issue was reported by physician as "the lens arrived damaged and the optic had what looked like shark bites on it." This issue on the optic was noted during the implant procedure. The iol needed to be removed from the patient's eye, and incision enlarged in order to explant the lens.